Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous vessel. A 5.0x220x150 sterling balloon catheter was advanced for dilation. However, upon first inflation at 10 atmospheres for 10 seconds, the balloon ruptured vertically. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.